Manufacturer narrative:
The subject device was returned to the olympus. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to the following causes. Physical stress by rubbing or hitting the insertion section etc. The user used a prohibited chemical when attaching the endotracheal tube to subject device. Poor storage environment.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on (B)(6) 2021, it was found that the coating of the insertion tube of the subject device had been partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.